Event description:
It was reported that the patient's pacemaker exhibited unspecified oversensing on right ventricular (rv) channel. No intervention was performed. No patient consequences were reported.